Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, when the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Customer's blood glucose was 115 mg/dl. Reportedly, the pump charged and insulin delivery was resumed.